Event description:
It was reported that the patient had pain, and reported that ¿the pump moved as she put her pants on.¿ the location of the issue or symptom was reportedly the catheter track. A surgical revision was performed on the date of the report. At the time of the surgery, the catheter appeared to have been flipped/turned several times, and csf (cerebrospinal fluid) flow was stopped. Once the catheter was ¿re-flipped,¿ csf flowed again. The pump segment of the catheter was explanted, replaced, and would be returned to the manufacturer for analysis. The cause of the issue was reported to be due to a flipped pump and catheter. It was also reported that the flipped pump was suspected, but not confirmed, and that the issue did not appear to be due to inadequate placement of the device. No further diagnostics had been performed. The revision resolved the product issue. The patient status was alive with no injury, and was believed to be doing well after the revision. The pump was used to infuse morphine (unknown).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of catheter serial #(B)(4) revealed significant twisting of the catheter body that may have affected infusion. Analysis of the returned ascenda catheter with an unknown serial # revealed that the pin connector collet prematurely locked in place.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: neu_ascenda_cath, product type: catheter.